Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used confirmed working wall outlet, tandem charging cable, tandem wall adapter, and saw power source alert in pump history, and pump did not recognize charging connection after being plugged in for extended time. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery, and customer was instructed to use multiple daily injections if pump battery depleted before replacement supplies arrived.